Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Internal and external inspection was performed and no issues were noted. Sample analysis found no non-conforming product that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiopulmonary arrest. The spouse declined an autopsy to be performed. Therapy remained ongoing prior to death. The patient was not performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.